Manufacturer narrative:
No service order was provided by ssu despite several requests. According to the support case (B)(4) which is related to this complaint, the technician stated that he found a belt failure and replaced it. According to the statement from life cycle engineering on 2019-11-11 the most probable root cause is as follows: a damaged foil is a plausible cause for the message "belt slip". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. Also according to the service department stated in support case#16116 it is always necessary to verify the correct tension of the belts and the correct position of the motor pulley, because if it is not in the correct position, the wear of the belt is unnecessary high. The reported failure "belt slip" could be confirmed. The occurence rate is below the acceptance rate, thus no remedial action required. The ocurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
It was stated that the error message "beltslip" occurred. This happened in (B)(6). Instant of time unknown. Further details pending. Complaint# (B)(4).